Manufacturer narrative:
Failed nut in lift motor.

Event description:
It was reported by service report that the bed foot-end was drifting down. No pt involvement or adverse consequences are reported.